Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) stated that the pump was empty since the patient missed their refill for personal reason. There was no issue with the pump or therapy. The patient was given narcon for precautions reason, but the patient did not have any symptom during the event. The pump was refilled on (B)(6) 2024 then it will be refilled around (B)(6) 2024. The issue was resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain and back pain w/ leg pain. It was reported that the patient went in for a refill today patient stated the pump was totally dry. Patient stated the healthcare provider tried to pull the remainder of the medication out of the pump but there was nothing that pulled out. Agent asked patient if there were any changes to the pump programming / drug dosing since his last fill and patient stated that they took out bupivacaine and left morphine at the last fill. Patient mentioned that they did give him narcan and told patient not to go to sleep tonight and call 911 if they used the narcan. Patient mentioned that they were going to see a new healthcare provider (hcp) but their fill appointment was not until next month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.